Event description:
A malfunction alarm with a code of malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was directed to use a manual injection method to ensure continuous insulin delivery, and technical support confirmed the shipment of a replacement pump. Instructions were provided on returning the faulty pump, and the customer acknowledged understanding these steps.